Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)). This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), cholecystectomy ("intense stomach pain leading to removal of gallbladder for nothing") and uterine polyp ("polyp in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos until (B)(6) 2009 and pill. Past adverse reactions to the above products included drug intolerance with pill; and patient-device incompatibility with iud nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("constant numbing fatigue"), menorrhagia ("major haemorrhagic menstrual periods") , back pain ("intense pain in lower back"), burning sensation ("intense burning in lower back"), dyspareunia ("intense pain on sexual intercourse and for 4 or 5 days after"), cholecystectomy (seriousness criterion medically significant), abdominal pain upper ("intense stomach pain"), visual acuity reduced ("reduction in vision"), amnesia ("loss of memory"), dizziness ("dizzy spells"), dyspnoea ("shortness of breath"), disturbance in attention ("difficulty concentrating"), pruritus generalised ("recurrent diffuse itching"), arthralgia ("joint pain"), abdominal pain lower ("intense pain in lower abdomen"), joint crepitation ("cracking joints"), migraine ("migraines"), vision blurred ("loss of vision (blurred vision)"), dry eye ("dry eyes"), loss of libido ("loss of libido"), feeling cold ("feeling of cold as if ice water was running in the veins"), abdominal distension ("swollen abdomen"), asthenia ("difficulty walking a long time"), anxiety ("anxiety"), feeling abnormal ("feeling of constantly being in a fog"), sleep disorder ("sleep disturbance"), uterine polyp (seriousness criterion medically significant), ovulation pain ("changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4") and premenstrual syndrome ("changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4"). The patient was treated with anxiolytics, antihistamines, surgery (essure removal scheduled for (B)(6) 2017), physical therapy (numerous physiotherapy sessions), surgery (in 2012, removal of gallbladder due to stomach pain for nothing) and surgery (in 2011, operation for uterine polyp). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, menorrhagia, back pain, burning sensation, dyspareunia, cholecystectomy, abdominal pain upper, visual acuity reduced, amnesia, dizziness, dyspnoea, disturbance in attention, pruritus generalised, arthralgia, abdominal pain lower, joint crepitation, migraine, vision blurred, dry eye, loss of libido, feeling cold, abdominal distension, asthenia, anxiety, feeling abnormal, sleep disorder, uterine polyp, ovulation pain and premenstrual syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, amnesia, anxiety, arthralgia, asthenia, back pain, burning sensation, cholecystectomy, disturbance in attention, dizziness, dry eye, dyspareunia, dyspnoea, fatigue, feeling abnormal, feeling cold, joint crepitation, loss of libido, menorrhagia, migraine, ovulation pain, pelvic pain, premenstrual syndrome, pruritus generalised, sleep disorder, uterine polyp, vision blurred and visual acuity reduced to be related to essure. The reporter commented: I had the essure inserts placed. The health problems started then and no explanation has been found. Changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4. It was in late 2016, when I heard a report on essure that I finally understood what was happening. After talking to my general practitioner, she agreed that it was necessary for me to have the inserts removed. It is scheduled for (B)(6) 2017. Diagnostic results: x-rays for back pain (no result provided) the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24_may_2017 for the following meddra preferred term: 1. Pelvic pain: the analysis in the global safety database revealed 2786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), cholecystectomy ("intense stomach pain leading to removal of gallbladder for nothing") and uterine polyp ("polyp in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos until (B)(6) 2009 and pill. Past adverse reactions to the above products included drug intolerance with pill; and patient-device incompatibility with iud nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("constant numbing fatigue"), menorrhagia ("major haemorrhagic menstrual periods") , back pain ("intense pain in lower back"), burning sensation ("intense burning in lower back"), dyspareunia ("intense pain on sexual intercourse and for 4 or 5 days after"), cholecystectomy (seriousness criterion medically significant), abdominal pain upper ("intense stomach pain"), visual acuity reduced ("reduction in vision"), amnesia ("loss of memory"), dizziness ("dizzy spells"), dyspnoea ("shortness of breath"), disturbance in attention ("difficulty concentrating"), pruritus generalised ("recurrent diffuse itching"), arthralgia ("joint pain"), abdominal pain lower ("intense pain in lower abdomen"), joint crepitation ("cracking joints"), migraine ("migraines"), vision blurred ("loss of vision (blurred vision)"), dry eye ("dry eyes"), loss of libido ("loss of libido"), feeling cold ("feeling of cold as if ice water was running in the veins"), abdominal distension ("swollen abdomen"), asthenia ("difficulty walking a long time"), anxiety ("anxiety"), feeling abnormal ("feeling of constantly being in a fog"), sleep disorder ("sleep disturbance"), uterine polyp (seriousness criterion medically significant), ovulation pain ("changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4") and premenstrual syndrome ("changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4"). The patient was treated with anxiolytics, antihistamines, surgery (essure removal scheduled for (B)(6) 2017), physical therapy (numerous physiotherapy sessions), surgery (in 2012, removal of gallbladder due to stomach pain for nothing) and surgery (in 2011, operation for uterine polyp). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, menorrhagia, back pain, burning sensation, dyspareunia, cholecystectomy, abdominal pain upper, visual acuity reduced, amnesia, dizziness, dyspnoea, disturbance in attention, pruritus generalised, arthralgia, abdominal pain lower, joint crepitation, migraine, vision blurred, dry eye, loss of libido, feeling cold, abdominal distension, asthenia, anxiety, feeling abnormal, sleep disorder, uterine polyp, ovulation pain and premenstrual syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, amnesia, anxiety, arthralgia, asthenia, back pain, burning sensation, cholecystectomy, disturbance in attention, dizziness, dry eye, dyspareunia, dyspnoea, fatigue, feeling abnormal, feeling cold, joint crepitation, loss of libido, menorrhagia, migraine, ovulation pain, pelvic pain, premenstrual syndrome, pruritus generalised, sleep disorder, uterine polyp, vision blurred and visual acuity reduced to be related to essure. The reporter commented: I had the essure inserts placed. The health problems started then and no explanation has been found. Changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4. It was in late 2016, when I heard a report on essure that I finally understood what was happening. After talking to my general practitioner, she agreed that it was necessary for me to have the inserts removed. It is scheduled for (B)(6) 2017. Diagnostic results: x-rays for back pain (no result provided). Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain, intense stomach pain leading to removal of gallbladder for nothing (seen as cholecystectomy) and polyp in uterus. The removal of inserts is scheduled. The reported events are serious due to medical importance. Pelvic pain is anticipated while other events are unanticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, during essure use consumer had pelvic pain and essure removal will be necessary. Considering positive temporal relationship and events' nature, causality with the suspect insert cannot be excluded. Regarding polyp in uterus and cholecystectomy, consumer underwent a surgery in uterus due to uterine polyps around 2 years after insertion and a cholecystectomy due to intense stomach pain around 3 years after insertion. Considering that essure acts locally in fallopian tubes, the causality between both events and the micro insert can be excluded. This case was regarded as incident since device removal will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 03-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("right insert not visible"), pelvic pain ("pelvic pain (she had so much pain that she had dark thoughts)"), cholecystectomy ("intense stomach pain leading to removal of gallbladder for nothing") and uterine polyp ("polyp in uterus measuring 1.9 cm") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Previously administered products included for an unreported indication: iud nos until (B)(6) 2009 and pill. Past adverse reactions to the above products included drug intolerance with pill; and patient-device incompatibility with iud nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), uterine polyp (seriousness criterion medically significant), fatigue ("constant numbing fatigue"), menorrhagia ("major haemorrhagic menstrual periods"), back pain ("intense pain in lower back"), burning sensation ("intense burning in lower back"), dyspareunia ("intense pain on sexual intercourse and for 4 or 5 days after"), abdominal pain upper ("intense stomach pain"), visual impairment ("reduction in vision"), amnesia ("loss of memory"), dizziness ("dizzy spells"), dyspnoea ("shortness of breath"), disturbance in attention ("difficulty concentrating"), pruritus generalised ("recurrent diffuse itching"), arthralgia ("joint pain"), abdominal pain lower ("intense pain in lower abdomen"), joint crepitation ("cracking joints"), migraine ("migraines"), vision blurred ("loss of vision (blurred vision)"), dry eye ("dry eyes"), loss of libido ("loss of libido"), feeling cold ("feeling of cold as if ice water was running in the veins"), abdominal distension ("swollen abdomen"), asthenia ("difficulty walking a long time"), anxiety ("anxiety"), feeling abnormal ("feeling of constantly being in a fog"), sleep disorder ("sleep disturbance"), ovulation pain ("changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4"), premenstrual syndrome ("changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4") and negative thoughts ("she had so much pain that she had dark thoughts"). The patient was treated with anxiolytics, antihistamines, surgery (hysterectomy with bilateral salpingectomy performed on (B)(6) 2017 for removal of essure inserts.), surgery (in 2012, removal of gallbladder due to stomach pain for nothing) and physical therapy (numerous physiotherapy sessions). Essure was removed. On (B)(6) 2017, the device dislocation had resolved. At the time of the report, the pelvic pain, fatigue, burning sensation and abdominal pain upper had resolved and the cholecystectomy, uterine polyp, menorrhagia, back pain, dyspareunia, visual impairment, amnesia, dizziness, dyspnoea, disturbance in attention, pruritus generalised, arthralgia, abdominal pain lower, joint crepitation, migraine, vision blurred, dry eye, loss of libido, feeling cold, abdominal distension, asthenia, anxiety, feeling abnormal, sleep disorder, ovulation pain, premenstrual syndrome and negative thoughts outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, amnesia, anxiety, arthralgia, asthenia, back pain, burning sensation, cholecystectomy, device dislocation, uterine polyp, disturbance in attention, dizziness, dry eye, dyspareunia, dyspnoea, fatigue, feeling abnormal, feeling cold, joint crepitation, loss of libido, menorrhagia, migraine, ovulation pain, pelvic pain, premenstrual syndrome, pruritus generalised, sleep disorder, vision blurred and visual impairment to be related to essure. The reporter provided no causality assessment for negative thoughts with essure. The reporter commented: I had the essure inserts placed. The health problems started then and no explanation has been found. Changes in severity of symptoms depending on cycle, unbearable during ovulation, before and during menstruation, so about 3 weeks out of 4. It was in late 2016, when I heard a report on essure that I finally understood what was happening. After talking to my general practitioner, she agreed that it was necessary for me to have the inserts removed. Essure insertion had been performed in the same time with removal of uterine polyp (discrepant information). Resection of a polyp measuring 1.9 cm was performed on (B)(6) 2011 via hysteroscopy. Before (removal) intervention she was crippled with pain and woke up after intervention with no more pain. She had so much pain that she had dark thoughts. Diagnostic results: x-rays for back pain (no result provided). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2927 cases. Device dislocation. The analysis in the global safety database revealed 1185 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2017: resection of a polyp measuring 1.9 cm was performed on (B)(6) 2011 via hysteroscopy. Essure insert was not visible on right side (event added). Non serious event added. Outcome of some events provided. Company causality comment: incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.